Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 00507112900, large bone hall blade was being used on (B)(6) 2022 during an unknown procedure and the ¿distal tip breaking off during procedure no injuries delays of 5 mins was retrieved¿. There was no injury or impact to the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the device, 00507112900, large bone hall blade was being used on 2feb22 during an unknown procedure and the ¿distal tip breaking off during procedure no injuries delays of 5 mins was retrieved¿. There was no injury or impact to the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event is inconclusive. The device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 18 reports, regarding 24 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: always inspect for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. This issue will continue to be monitored through the complaint system to assure patient safety.